Event description:
After receiving the device, customer's biomedical technician inspected it before placing it in service and found that the device would not operate on ac source. There was no pt use associated with issue.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.